Event description:
It was reported that 12 hours after insertion, the pump alarmed "helium loss". The pump, tubing and connectors were exchanged and the alarms stopped. Three hours later, the pump alarmed again. The iab was removed and replaced. There were no pt complications.